Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that their implantable neurostimulator (ins) was at the end of service (eos). The ins quit on (B)(6) 2015. The patient stopped feeling stimulation and it did not do anything. The patient saw an elective replacement indicator (eri) on their patient programmer on (B)(6)2015. They cleared the eri message and then saw a poor communication screen. They tried connecting to their ins again and then they saw the eos message. The device was off, disabled, and no longer providing therapy or stimulation. The patient noted that the device had not even been implanted a year and they were dissatisfied with the device longevity. The patient had used their device 24/7 and no one reviewed that they could not use their device too high. It was noted that the patient had a hip replacement surgery 4 weeks prior to the report but that was not related to the device or therapy and the ins worked after the hip surgery. The patient was indicated for spinal pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.